Event description:
The facility reported a flo-gard infusion pump with "battery will not hold charge" which interrupted a patient infusion on the acute care unit. The device was infusing when it was unplugged, stopping the infusion momentarily. The device was plugged back in and the infusion continued. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned to baxter for service. During product evaluation, the baxter technician confirmed the reported condition of "battery will not hold charge". The cause of "battery will not hold charge" was determined to be a depleted main battery. The main battery was replaced and the device was returned to the customer in operational condition.